Manufacturer narrative:
Please note that this age is the average age of the dystonia patients reported in the article. Please note that this is the gender of the majority of dystonia patients reported in the article. Please note that this date is based off the date of publication of the article as the actual event date was not provided. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown. The reported events were from the following literature article: levi v, messina g, franzini a, di laurenzio ne, franzini a, tringali g, rizzi m. Antibiotics impregnated catheter coating technique for deep brain stimulation hardware infection: an effective method to avoid intracranial lead removal. Operative neurosurgery 0:1-8(2019). Doi: 10.1093/ons.opz118. If information is provided in the future, a supplemental report will be issued.

Event description:
The following events were reported in literature: one (B)(6) year-old old male patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia experienced a type ii infection of the right implantable neurostimulator (ins) 180 days after ins replacement. It was unclear if there was skin erosion and subcutaneous tissue involvement. After performing a brain computed tomography with contrast enhancement to rule out brain or meninges involvement, a superficial swab was obtained, and the patient was immediately started on ceftriaxone 2g IV q 12h and vancomycin 15 mg/kg q 12h for two weeks. Antibiotic treatment was then modified according to the results of the microbiological culture. Microbial cultures were negative. Due to the non-response to antibiotic therapy, incision, drainage, and hardware exploration was performed. The right ins and cable were removed 15 days later, with an attempt to spare the intracranial lead. The distal end of the lead was enveloped with a short segment (approximately 4cm long) of antibiotic-impregnated ventricular catheter containing clindamycin and rifampin. Sutures were used to close off the proximal end of the catheter in order to anchor it to the lead. After hardware removal, antibiotic treatment was continued intravenously for another two weeks. A dehiscence of the antibiotic catheter was noticed after two months; therefore, all hardware was removed. It was noted that the patient had poor skin and subcutaneous tissue conditions. One (B)(6) year-old male patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia experienced a type ii infection of the right implantable neurostimulator (ins) 90 days after ins replacement. After performing a brain computed tomography with contrast enhancement to rule out brain or meninges involvement, a superficial swab was obtained, and the patient was immediately started on ceftriaxone 2g IV q 12h and vancomycin 15 mg/kg q 12h for two weeks. Antibiotic treatment was then modified according to the results of the microbiological culture. Microbial cultures were negative. Due to the non-response to antibiotic therapy, incision, drainage, and hardware exploration was performed. The right ins and cable were removed 16 days later, with an attempt to spare the intracranial lead. It was unclear if purulent drainage was present in this case; however, in cases of purulent drainage, the leads were disconnected, and the extensions and ins were discarded, while lead extra-cranial contacts were covered with a protective cap and buried in a subcutaneous parietal pocket distant from the site of infection. After hardware removal, antibiotic treatment was continued intravenously for another two weeks. However, the patient presented clinical and radiological signs of persistent infection, which led to the complete hardware removal. One (B)(6) year-old male patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia experienced a type ii infection of the left lead-cable junction 210 days after lead placement. After performing a brain computed tomography with contrast enhancement to rule out brain or meninges involvement, a superficial swab was obtained, and the patient was immediately started on ceftriaxone 2g IV q 12h and vancomycin 15 mg/kg q 12h for two weeks. Antibiotic treatment was then modified according to the results of the microbiological culture. Microbial cultures found (B)(6). Due to the non-response to antibiotic therapy, incision, drainage, and hardware exploration was performed. The left implantable neurostimulator (ins) and cable were removed 19 days later, with an attempt to spare the intracranial lead. It was unclear if purulent drainage was present in this case; however, in cases of purulent drainage, the leads were disconnected, and the extensions and ins were discarded, while lead extra-cranial contacts were covered with a protective cap and buried in a subcutaneous parietal pocket distant from the site of infection. After hardware removal, antibiotic treatment was continued intravenously for another two weeks. At the six-month follow-up, the patient underwent successful reimplantation of the extension and ins, which were connected to the salvaged lead. No further infective or hardware-related complications were noticed during the long-term follow-up. One (B)(6)year-old female patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia experienced a type ii infection of the left implantable neurostimulator (ins) 210 days after ins replacement. After performing a brain computed tomography with contrast enhancement to rule out brain or meninges involvement, a superficial swab was obtained, and the patient was immediately started on ceftriaxone 2g IV q 12h and vancomycin 15 mg/kg q 12h for two weeks. Antibiotic treatment was then modified according to the results of the microbiological culture. Microbial cultures found coagulase-negative staphylococci (cons). Due to the non-response to antibiotic therapy, incision, drainage, and hardware exploration was performed. The left ins and cable were removed 15 days late, with an attempt to spare the intracranial lead. It was unclear if purulent drainage was present in this case; however, in cases of purulent drainage, the leads were disconnected, and the extensions and ins were discarded, while lead extra-cranial contacts were covered with a protective cap and buried in a subcutaneous parietal pocket distant from the site of infection. After hardware removal, antibiotic treatment was continued intravenously for another two weeks. However, the patient presented clinical and radiological signs of persistent infection, which led to the complete hardware removal. One (B)(6) year-old female patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia experienced a type ii infection of the right implantable neurostimulator (ins) 240 days after lead placement. After performing a brain computed tomography with contrast enhancement to rule out brain or meninges involvement, a superficial swab was obtained, and the patient was immediately started on ceftriaxone 2g IV q 12h and vancomycin 15 mg/kg q 12h for two weeks. Antibiotic treatment was then modified according to the results of the microbiological culture. Microbial cultures were negative. Due to the non-response to antibiotic therapy, incision, drainage, and hardware exploration was performed. The right ins and cable were removed 15 days later, with an attempt to spare the intracranial lead. It was unclear if purulent drainage was present in this case; however, in cases of purulent drainage, the leads were disconnected, and the extensions and ins were discarded, while lead extra-cranial contacts were covered with a protective cap and buried in a subcutaneous parietal pocket distant from the site of infection. After hardware removal, antibiotic treatment was continued intravenously for another two weeks. However, the patient presented clinical and radiological signs of persistent infection, which led to the complete hardware removal. One (B)(6) year-old female patient with globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia experienced a type I infection of the left implantable neurostimulator (ins) 15 days after ins replacement. Microbial cultures showed (B)(6). The patient was treated with ceftriaxone 2gm IV q12 hrs and vancomycin 15mg/kg q 12 hrs for 14 days. No revision was needed, and the infection resolved. One (B)(6) year-old male patient with globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia experienced a type iii infection of the right lead-cable junction 150 days after lead placement. Type iii infection was determined using radiological evidence of brain parenchyma infection/brain abscess. Microbial cultures were negative. The right implantable neurostimulator (ins), cable, and lead (entire dbs system) were urgently removed 2 days later. After hardware removal, antibiotic treatment was continued intravenously for at least another two weeks (prolonged antibiotic therapy). The following device specifics were reported: activa pc implantable neurostimulator; activa sc implantable neurostimulator; soletra implantable neurostimulator.